Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer a cartridge error message during the load process with multiple cartridges. Customer had elevated blood glucose levels (400 mg/dl). Customer delivered a manual injection to stabilize blood glucose levels. It was indicated that the customer has an alternate method for continued insulin therapy.